Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav mifi open-irrigated catheter was selected for use during the procedure. It was reported that the flush port popped off mid-procedure. The device was replaced and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.